Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. The battery compartment was reportedly cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: during investigation, the battery compartment was cracked at the left side of the grip from the threads to the case seal. The battery cap was also stripped and was unable to secure to power on the pump. A test battery cap was able secure enough and power up the pump. A 12 hour duration test was completed with a test cap with no power losses or reboots duplicated. Unrelated to the original complaint, the display was dim and faded with a red hue.